Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver morphine. The indication for use was non-malignant pain and other non-malignant pain. On 2016-08-02 it was reported on (B)(6) 2016 the pump malfunctioned and the patient went through withdrawal and almost died. The patient reported that the device manufacturer ¿came out and told them it was stalling.¿ the patient wondered ¿why can¿t they give me a new one if it malfunctioned?¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.